Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, myocardial infarction and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use, are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure on (B)(6) 2015 was to treat a lesion located in the proximal left anterior descending (lad) artery with mild calcification. The patient presented with chest pain. A 3.0x28mm absorb scaffold was implanted and post-dilated with a 3.5x12mm non-abbott balloon. Imaging confirmed the scaffold was fully apposed to the vessel wall and the final angiographic residual stenosis was less than 10%. The patient was placed on dual anti-platelet therapy (dapt); however, they stopped dapt 9 months later because their insurance only covered 9 months of dapt. Three weeks post stopping dapt, the patient returned to the hospital on (B)(6) 2016 with atypical chest pain and a st-elevated myocardial infarction. The 2nd electrocardiogram (ECG) performed at the emergency room showed st elevation in the procedural leads. Thrombus was confirmed using angiography. Thrombus aspiration was performed. A 3.5x12mm non-abbott balloon was used at 16 atmospheres (atm) for 10 seconds to treat the proximal lad. No complications were noted. After the procedure, the patient was moved to the coronary care unit. The final outcome was good. The patient was restarted on dapt. The patient will be discharged from the hospital on (B)(6) 2016. No additional information was provided.